Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. An attempt to reproduce the reported issue was not performed as it was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). The issue is confirmed through log analysis. After conducting investigation, we have identified in the logs the text âsake handshake failedâ? Which is an indication of a sake handshake failure causing the pump to show the ""device not compatible"" message while pairing. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: the helpline has reported that despite making an attempt to contact the customer to address the issue, they have been unable to obtain a response. 1. Remove the minimed mobile app and all the app data (settings > general > iphone storage > minimed mobile > delete app). 2. Remove the pump from the ios bluetooth settings (settings > bluetooth > pump xxxxxxxx > forget this device). 3. Remove the mobile device from the pump. 4. Restart the phone 5. Install the minimed mobile app. 6. Navigate to the pump pairing screen in the minimed mobile app. 7. Attempt pairing with the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6102. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6102.